Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer were experiencing high blood glucose and insulin pump had blank display. Blood glucose level was 486 mg/dl. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer treated with insulin pump. Customer stated auto mode feature was active at the time of incident. Customer stated battery was died and nothing working. Customer declined troubleshooting for high blood glucose and blank display. The insulin pump will not be returned for analysis.